Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 24.5 mmol/l. It was stated that the customer treated with large boluses, and increased the basal rate amounts, but continued to experience elevated blood glucose levels. The customer thought it was a viral infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.